Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, ran est (extended systems test) and checked the ventilator for problems. The reported problem could not be duplicated and could not verify with the customer the exact problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator had stopped working prior to patient use. The display was still active but could not set program/get the unit working. The customer confirmed that there was no patient involvement associated from this event.